Manufacturer narrative:
Per the documentation on the (B)(4) or return fields in (B)(4), the actuator could not be tested, not set up to test.

Event description:
Customer states the actuator is not working on the lift.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer states the actuator is not working on the lift.